Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found power supply had no 28v output, causing the screen to not light up. The detection found that the motor control board was short-circuited, causing the power module to burn. The fse replaced the power module and motor control board, equipment resumed normal function. All functional tests were carried out on the equipment according to the factory requirements.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance, the cs100 intra-aortic balloon pump (iabp) could not be powered on and there was a burning smell.  There was no patient involvement.